Event description:
It has been reported to us that during cardiac lead placement the guide wire became stretched. The physician inserted the guide wire and cardiac lead into the pt. The physician had difficulty advancing the guide wire to the target area due to small and tortuous branches of the pt's anatomy. The physician attempted many times to advance the tip of the guide wire forward and the tip folded over upon itself resulting in the physician having to pull the guide wire back into the cardiac lead. At some point during the procedure, the physician had difficulty advancing the guide wire and used some force; however, the guide wire became stuck. The physician then pulled back on the guide wire and it became stretched. The physician was able to successfully remove the guide wire and the cardiac lead together from the pt. The device was replaced with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
The customer had indicated that the subject device will not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the mfg process. This report being submitted is considered to be the initial and follow-up 1 medwatch report. If any additional info becomes available or the actual product used during the case is returned, a follow-up medwatch report will be submitted. Device discarded- not returned for evaluation.